Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal remained in the loading device after the heartstring delivery device was removed form the loading device. A new kit was opened to complete the procedure. There were no pt effects. The product is returning.